Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change out after an induction test, noise was observed on egm. The physician suspected the lead may have been fractured during induction testing. The lead was replaced. The patient condition was stable.